Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 13mm proximal of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination identified no issues or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 06jan2020. It was reported that balloon inflation failure occurred. The target lesion was located in a fistula in a non-tortuous and non-calcified vessel of the arm. A 12.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. However, when the device was inflated, the balloon did not inflate and leakage was noted on the balloon. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was fine. However, device analysis revealed a pinhole on the balloon.